Manufacturer narrative:
The device had blank flashing white lcd due to cracked lcd controller and cracked or bleeding lcd glass. Unable to verify missing segments due to blank flashing white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a flashing display. The patient's blood glucose at the time of incident was 8.0 mmol/l. Troubleshooting did not resolve the flashing display issue. The insulin pump was returned for analysis.